Event description:
Customer stated "the heating pad still works, but doesn't think it's safe if it burned through the felt and cover. Also, the wire is showing." Product was returned for investigation. After the product was inspected, the inspector came to the conclusion that the pad had been misused. The pad was bunched, the leads were bent, the thermostats were bent and discolored, there was a very distinct odor coming from the product, and the harness had failed. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" the investigator also observed that the pad was saturated with a substance which the investigator could not determine. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.